Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side "healthcare professional reported that a patient experienced ¿a new lump felt left breast 9 o'clock, moves with pressure¿, "fluid present beneath the capsule", "imaging showed ¿a 15 x 9 mm lymph node in the axilla. It contains multiple echogenic foci peripherally, suggesting silicone" and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is rupture. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side "healthcare professional reported that a patient experienced ¿a new lump felt left breast 9 o'clock, moves with pressure¿, "fluid present beneath the capsule", "imaging showed ¿a 15 x 9 mm lymph node in the axilla. It contains multiple echogenic foci peripherally, suggesting silicone" and rupture. Device has been explanted.